Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarm occurred. System check was performed by tandem clinical support and no issues were identified. Customer changed pump supplies to address the issue. Customers blood glucose was between 200 to 250 mg/dl.